Event description:
It was reported that the left ventricular lead was protruding out of the pocket. No infection and no other complications were cited. The lead will be extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.